Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a car accident in mid june. The customer's blood glucose level was around 200 mg/dl. The customer was wearing the insulin pump. The insulin pump was also physically damaged. The insulin pump alarmed button error, no delivery, and motor error. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings; pump passed the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, occlusion test, rewind test and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing. The keypad connector lcd locked properly during visual inspection. The displacement test functioning properly. However, motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test at 3 pounds due to moisture damage force sensor resistor. Motor passed motor test. Pump received with moisture damage on the lcd glass. No moisture damage found on the mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Unable to verify excessive no delivery alarm due to motor error alarm and compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked lcd window and minor scratched lcd window.